Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Analysis was unable to verify failed battery test alarm due to button error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.